Event description:
It was reported that this right ventricular (rv) lead exhibited impedance issues. Review of the system led the physician to suspect the rv lead was fractured. Surgical intervention was performed, and the rv lead was explanted and replaced. A 3-centimeter distal portion of the rv lead was unable to be removed from the body successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance issues. Review of the system led the physician to suspect the rv lead was fractured. Surgical intervention was performed, and the rv lead was explanted and replaced. A 3-centimeter distal portion of the rv lead was unable to be removed from the body successfully. The physician planned to perform a CT scan and ultrasound imaging to determine any next steps for further management of this event. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-(B)(4), which focused on identifying and remediating incomplete coding of events. Added patient code e2008 and impact code f2203. A risk review was completed and confirmed that the event of fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: with all the available information, boston scientific concludes the allegations made against the lead were confirmed through product testing. A complete fractured rate/sense (rs) - lead conductor(s) with characteristics indicating cyclic fatigue. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead was returned severed approximately 620 millimeters (mm) from the terminal end. Only the proximal segment of the lead was returned, and the distal tip of the lead was missing. Blood/body fluid was noted in the lumens due to abrasions in the insulation. Some induced alterations were noted with the returned segment of the lead and these were thought to have occurred during the explant procedure. The returned segment passed continuity testing; however, an x-ray of the lead showed a completely fractured rate/sense conductor, approximately 620 mm from the terminal end. This fracture characteristic is consistent with cyclic fatigue. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: the cause traced to device design investigation conclusion was selected based on the direct observation of a complete fractured rs- lead conductor(s) with characteristics indicating cyclic fatigue. Such damage is considered a design issue when the field report indicates the damage occurred during normal use.

Manufacturer narrative:
Multiple attempts were made to the field to get this rv lead returned; however, no response was provided, and no product return has occurred at this time. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance issues. Review of the system led the physician to suspect the rv lead was fractured. Surgical intervention was performed, and the rv lead was explanted and replaced. A 3-centimeter distal portion of the rv lead was unable to be removed from the body successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead was returned severed approximately 620 millimeters (mm) from the terminal end. Only the proximal segment of the lead was returned, and the distal tip of the lead was missing. Blood/body fluid was noted in the lumens due to abrasions in the insulation. Some induced alterations were noted with the returned segment of the lead, and these were thought to have occurred during the explant procedure. The returned segment passed continuity testing; however, an x-ray of the lead showed a completely fractured rate/sense conductor, approximately 620 mm from the terminal end. This fracture characteristic is consistent with cyclic fatigue.

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance issues. Review of the system led the physician to suspect the rv lead was fractured. Surgical intervention was performed, and the rv lead was explanted and replaced. A 3-centimeter distal portion of the rv lead was unable to be removed from the body successfully. No additional adverse patient effects were reported. The lead was returned back to boston scientific for analysis.